Event description:
The contact was visiting her father and noticed the meter was set in mmol/l. She thought her father had ajudsted his medication based on the readings, but no adverse events were alleged. The contact was able to reset the meter to mg/dl with assistance. The contact was satisfied and will call back if needed.